Event description:
Medtronic received info that 1 year post implant the patient with this bioprosthetic aortic valve suffered shortness of breath and symptoms of aortic valve degeneration. Specifically, a peak gradient of 36mm/hg and central regurgitation was measured early before reoperation. The decision was made to explant the valve. During the explantation the valve showed intact leaflets but 2 of them nearly complete behind pannus (maybe also thrombus) and one (the largest) with some pannus. There was no evidence of endocarditis.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: the device was received in a tan 0.2% glutaraldehyde solution in an explant kit. Pledgets remain attached to the sewing ring and host tissue on the inflow. The left cusp is stiff due to brown thrombotic appearing host tissue on the outflow. The right and non-coronary cusps are stiff, due to brown thrombotic appearing host tissue, except in areas of the belly extending to the lunula and along the free margin of the right cusp and lunula to the free margin of the non-coronary cusp. Glistening off white pannus extends along the inflow margin of attachment into all inferior coaptive areas and 1 to 2 m onto all cusps slightly reducing the inflow orifice area. Thick brown thrombotic appearing host tissue fills and stiffens the outflow of the left cusp and most of the other two cusps. Radiography shows a remnant of mineralization in the host tissue adjacent to the non-coronary left commissure. Conclusion: reduced performance of the device attributed to thrombus and pannus, conditions that are known and accepted potential adverse outcomes to bioprosthetic valve implantation, and are conditions generally attributed to the patient.